Manufacturer narrative:
This supplemental report was created to update the entry in d2a: common device name, and e4: init rptr also sent rep to FDA.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.